Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was stuck shut and couldn't be removed from arm 4. Customer had to undock arm and remove/reinsert trocar to remove instrument. The tips will not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No grip misalignment was observed. The instrument was fully functional. There was no problem detected. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.070¿ - 0.115" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Per the system logs, the fenestrated tenaculum forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument has 7 lives remaining. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.